Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an upgrade procedure when the existing rv lead was connected to this crt-d the shock impedance measured at 0 ohms. The rv lead was disconnected then reconnected and a tug test was performed. However the shock impedance remained at 0 ohms. When measured rv to can the impedance measurement was stable at 47 ohms, thus it was left programmed this way and the pocket was closed. During the procedure it was noticed that the right ventricular (rv) lead was pulled back with the rv coil in the valve, the lead was not repositioned during the procedure as it was in a good position with stable measurements. At the pre-discharge check there was also 0 ohms in triad for shock impedance. Since the patient was doing well, they were discharged. A few weeks later at the follow-up visit all shock impedance measurements were within normal limits, thus the physician opted to reprogram the crt-d and rv lead back to triad configuration. The physician thought that there may have been a source of electromagnetic interference (emi) during the procedure contributing to the 0 ohm shock impedance measurements. Boston scientific technical services (ts) was consulted and stated that this was physician discretion and discussed the option of defibrillation threshold (dft) testing. It was noted that the physician does not prefer dft testing at this time. This crt-d and rv lead remain in service and no additional adverse patient effects were reported.